Event description:
It was reported that the patient experienced a loss of therapeutic effect and no stimulation on any of the electrodes. Impedance measurements showed some of the electrode pairs were >4000 ohms while a few were noted as 'in the low 1000's' ohms. It was noted that, based on x-ray, there was evidence of a fracture in the lead. The patient was scheduled for revision surgery today. Additional in formation was requested, but was not available at the time of this report.

Event description:
Additional information received reported that some electrode pairs were >4000 ohms while a few were noted as "in the low 1000s" ohms. The patient experienced loss of stimulation as a result of the event. The cause of the event was unknown. It seemed the lead had pulled out of the implantable neurostimulator (ins) slightly, resulting in a slight disconnect of the lead. A revision was performed; the date of the revision was unknown as it was performed by a different physician. The patient outcome was reported as no injury/non-serious injury.

Manufacturer narrative:
Lead model 3778-45, serial# (B)(4), implanted: 2011 (B)(6), explanted: unk, recharger model 37752, serial# (B)(4), programmer model 37743, serial# (B)(4).

Manufacturer narrative:
(B)(4).